Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Customer reported an elevated blood glucose (bg) level of 498 mg/dl. The customer administered manual injections to address bg level, and during the time of the call, indicated bg level was "good".